Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in severely tortuous and mildly calcified left anterior descending artery. After the 6f jl non-boston scientific (bsc) catheter cannulated and non-bsc wire crossed the lesion, pre-dilation was performed with 3.0x12 nc balloon catheter. Following a 3.50 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, despite of multiple crossing and dilated the lesion at higher atmospheres, the stent failed to cross the lesion. Hence, the stent was removed, and it was found a mid-shaft broken inside the guide catheter. Another stent of the same size was then used, and the procedure was completed. There were no patient complications reported and the patient was safe post-procedure.